Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver unknown morphine and bupivacaine. Dose and concentration information was unknown. It was reported that, for the past six weeks, the patient had been having to wait 5-10 minutes for a bolus to go through their personal therapy manager (ptm). Per the reporter, "it goes to 90% and then there is a lag". Technical services had the rep try to clear the patient data services (pds) data as a potential workaround, however, the patient had just given herself a bolus 10 minutes ago and had a lockout duration of two hours. Per the reporter, the patient had 6 boluses per day. Technical services discussed that the patient did not need to hold her communicator over her pump once it reached 90%. Additional information was received from a company representative (rep) reporting that the cause of the bolus delay was not known. Actions/interventions taken included clearing the ptm logs. The software version of the patient programmer was unknown.

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.